Event description:
It was reported the device's rear rotation knob is very difficult to turn. There was no patient consequence reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the blue/green cable replaced. The device was functionally tested, met all product requirements and returned to the customer.